Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed.

Event description:
A (B)(6) eye care practice informed coopervision that it appears that a patient may have been wearing proclear multifocal lenses and contracted an eye infection. This information is unconfirmed. The report is filed with an abundance of caution. Eye infections can lead to permanent vision loss. Date of onset is unknown. Lenses have not been returned. Lot numbers are unknown. On (B)(6) 2014: additional patient information received (B)(4) 2014 from provider. Provider is unsure of exact circumstances of the incident and relates only receiving second hand information from the patient's daughter. The patient has gone back to france and has not made an official complaint to the provider about their lenses. The provider notes that the patient may have been wearing lenses for longer than 1 month but this has not been confirmed. The optician who provided lenses has since left the provider practice. No further follow up can be obtained. Lot numbers remain unknown. Lenses have not been returned for inspection.